Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post implant device check. The patient experienced pain and during threshold test, the pain was higher. CT scan showed the right ventricular lead had perforated the heart. The lead was repositioned with no other serious complications.